Event description:
It was reported to nova biomedical that a consumer continued to administer insulin based on multiple high readings on their blood glucose meter. The consumer alleges having control tested her test strips when they were opened and at the test strips control solution fell into range. The consumer was home alone and scared and she authorized the customer service rep to contact the local sheriff's office to dispatch emts to the consumer's home. This is being reported as an adverse event under the FDA medwatch regulations. The consumer is not returning any product in question for eval.

Manufacturer narrative:
Nova biomedical awaits the return of the device for eval. Should any significant findings be a result of that investigation, a follow-up report will be filed.